Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes it overfilled. The following information was provided by the initial reporter. The customer stated: "pr# related to (B)(4)- overfill it was identified a bd k2e tube reference (B)(4) lot 1313121 exp: 03/2023."

Manufacturer narrative:
H.6. Investigation: bd received one photograph from the customer in support of this complaint. The photograph was evaluated and shows edta tubes with an acceptable draw volume level. Additionally, 20 retained samples were functionally tested and the customer's indicated failure mode of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photograph provided and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes it overfilled. The following information was provided by the initial reporter. The customer stated: "pr# related to (B)(4) - overfill it was identified a bd k2e tube reference 367839 lot 1313121 exp: 03/2023."